Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. (B)(4).

Event description:
The customer reported via phone call that there was crack and missing part on the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.